Event description:
A report was received that the patient lost stimulation. An x-ray revealed that one of the leads was coming out of the ipg. The patient had a lead revision where the physician re-inserted the lead to the ipg. Nothing was implanted or explanted. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.